Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A flexiva 200 tractip laser fiber was returned in one piece with the tip detached. The fiber measured approximately 318.5 cm from the top of the connector to the distal tip. Exposed glass portion of the distal tip measured approximately 3.5 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. Review and analysis of all available information indicated that the fiber was received for analysis with the tip detached, this was likely as a result of handling during procedure, and the device had no influence on the event. Therefore, the most probable root cause is adverse event related to procedure. A DHR (device history record) review was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva 200 tractip laser fiber was used during a ureteroscopy (urs) procedure in the ureter performed on (B)(6) 2019. Reportedly, the laser unit used was a deka console with laser settings of 0.5 joules and 20 hertz. According to the complainant, during the procedure, the aiming beam was not very visible and there was no laser energy coming out from the laser fiber after ten minutes of use. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip detached.